Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-17745. It was reported that following a recent procedure, the patient presented for a follow up in clinic (B)(6) 2020 and increased capture thresholds were observed on the atrial and ventricular leads. The patient's venous anatomy was thought to be a contributing factor to issues observed. The right atrial and right ventricular leads were explanted and replaced. The patient was stable before, during and after the procedure.